Event description:
I was prescribed a CPAP & mask by my provider (pulmonology office) and dme company. The resmed f30i mask is on your class 1 safety device recall list. I was not provided instruction how to use the mask as a patient with a coronary heart stent. I used the CPAP and mask prior to realizing it was contraindicated for patients with coronary heart stents. My experiences to return/replace the dme and obtain medical advice from the providers has also increased my stress and anxiety. I also contacted my cardiologist today to ensure I receive treatment to rule out adverse health effects from use.